Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged lv grommet and the rv set screw was found in the rv connector bore. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported that the physician was unable to advance the lead all the way into the header of the implantable cardioverter defibrillator (ICD) during implant. The setscrew appeared to be off center. The device was exchanged out for a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.